Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec reseated the internal flow transducer (ift) cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable was not fully seated.

Event description:
It was reported to ventec that the device needed service. During evaluation ventec observed that the device was rebooting by itself. There were no reports of patient involvement associated with the reported issue.